Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 11. Details of surgery: ridge augmentation. On (B)(6) 2022, non-osseointegration was verified. Patient presented with bone type IV, poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.